Manufacturer narrative:
Correction: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found normal setscrew which engaged with the wrench tool normally, and no contamination or foreign material detected. During the analysis the setscrew was inserted and removed from the header with normal force, and both leads were fixed to the header with the setscrew normally. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the set screw of the header of the pacemaker was stripped. The pacemaker was not used and replaced during the procedure. The patient was stable.